Event description:
It was reported that there was a free flow of insulin. The clinician noticed the unregulated flow and stopped it. There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide additional information or additional contact for the event.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that there was a free flow of insulin. The clinician noticed the unregulated flow and stopped it. There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide additional information or additional contact for the event.